Event description:
A report was received that the patients stimulation moved into the ribs and the ipg migrated due to deterioration of fat/tissue. The patient underwent a revision procedure wherein the ipg was placed deeper in the same pocket.